Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device system was explanted due to infection. Vegetation was found on atrial lead. The infection is believed to be external source and not device related. The patient¿s condition before, during and post procedure was stable.